Manufacturer narrative:
Based on the current information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the patient¿s operative complication. There is no allegation that a malfunction of a da vinci system, instrument, and or accessory occurred. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. According to the system logs, the long bipolar grasper instrument involved with the reported event was used in a subsequent da vinci-assisted surgical procedure. As of the date of this report, no subsequent complaints have been reported to isi involving the long bipolar grasper instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during the da vinci-assisted pulmonary lobectomy procedure, the patient sustained a vessel injury that was repaired via open surgery. However, at this time, the root cause of the operative complication is unknown.

Event description:
It was initially reported that during the da vinci-assisted pulmonary lobectomy procedure, an unspecified artery allegedly tore while the surgeon was using an unspecified bipolar instrument. In order to control the bleeding and stabilize the patient, the surgical procedure was converted to open surgery. The surgical procedure was reportedly completed and the patient recovered. According to the initial reporter, the patient was stable. No further clinical information was provided. On 17-jul-2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and the following additional information regarding the reported event was obtained: the csr was in the or but was floating between two da vinci-assisted surgical procedures. The csr was not present in the actual room when the vessel injury occurred. By the time the csr got to the room, he saw blood in the surgical field via a monitor. The csr spoke to the surgeon about the reported event which occurred while the surgeon was in the process of skeletonizing an unspecified vessel that was branching off the pulmonary artery. The surgeon was using a long bipolar grasper instrument to try and create a window through tissue in order to insert a stapler instrument. The surgeon claimed that while pulling the long bipolar grasper instrument back through the window, tissue apparently got "stuck" or "caught" around the "tip, wrist, or gears" of the instrument. As a result, the vessel branching from the pulmonary artery tore. The case was converted to open surgery in order to control the bleeding. According to the csr, the blood loss from the vessel injury was "just under 3 liters." The patient was administered blood transfusions and the vessel injury was repaired. The planned pulmonary lobectomy procedure was completed via open surgery and the patient has since been discharged from the hospital. There was no allegation that a malfunction of the long bipolar grasper instrument occurred. However, the surgeon was unsure as to why the vessel injury occurred.